Manufacturer narrative:
Evaluation summary: event description suggests the targeting device as primary product. Associated products were not reported. Review of the inspection records revealed no discrepancies. The alleged loosening of the adjustment for the nail adapter could not be verified, but wobbling could be confirmed. According to the information available the cause for the loosening of the adhesive binding of the targeting arm could not be determined exactly, but might be assumed in the design of the connection (pins + adhesive). Each instrument will inevitably suffer from long and frequent use. As the returned targeting arm tns had been in use for a long time before loosely parts were reported, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation revealed that in this case the event is linked to normal wear and tear caused, among others, by a high number of sterilization cycles during approximately 10 years of use, contributed by the design of the connection (pins + adhesive). The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Manufacturer narrative:
Investigation results will be provided in a supplemental report.

Event description:
It was reported by our sales rep that the adjustment for the nail adapter has come loose. Nail waggles during locking. There was no replacement available therefore the nail couldn`t be locked properly. There was a delay of 10 min.

Event description:
It was reported by our sales rep that the adjustment for the nail adapter has come loose. Nail waggles during locking. There was no replacement available therefore the nail couldn`t be locked properly. There was a delay of 10 min.